Manufacturer narrative:
The device was received by glaukos and the evaluation was completed. No non conformances were found during visual inspection or functional testing of the returned inserter. However, residue was noted on the inserter sleeve and in the inserter tines. The residue had the consistency of dried viscoelastic. Further inspection of all the returned materials could not locate the stent or the reported particulate. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, the source of the reported particulate cannot be determined.

Event description:
It was reported during a left eye cataract plus trabecular micro bypass stent procedure, the surgeon observed a particulate described as a ¿small white fragment¿. Per report, the particulate appeared to come from the lumen of the stent, observed after implantation. The surgeon managed to remove part of the particulate, but some particulate remained on the stent. Subsequently, the surgeon removed the stent from the patient¿s eye intraoperatively. A back-up device was used to complete the procedure successfully. Additional information has been requested